Manufacturer narrative:
Our field service engineer investigated the ventilator and found water damages on three printed circuit boards. Due to the age of the ventilator and the high cost of the repair, the healthcare facility decided to not repair it. There is no information how the water entered the ventilator. Ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to various alarms and failures. The ventilator system was manufactured in year 2011 to the applicable standards at the time for liquid spill ingress protection.

Event description:
It was reported that water ingress was detected inside the ventilator. There was no patient involvement. Manufacturer's ref #: (B)(4).